Event description:
It was reported that there was a missing battery stabilizer. The investigation found that the dso and uso seal was delaminated.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Upon further investigation, found the dso seal and uso seal were delaminated. Replaced dso seal and uso seal. Performed dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed.